Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified media was present in the inflation lumen and therefore an inflation attempt was not successful. The device was placed in a water bath at a temperature of 37 degrees celsius in order to soften the media. Once removed from the water bath the device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a longitudinal tear in the balloon material. The tear measured 8mm in length and extended distally from the proximal balloon cone. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. 3 blades were present on the balloon surface however the following blade damage was noted on two blades: blade 1: the full proximal blade segment was missing. The blade pad was intact. Blade 2: 1 mm section of the distal blade segment was missing - the blade pad was intact. A visual and tactile examination found no issues with the hypotube or shaft polymer extrusion of this device. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.